Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV set tur y-tube bypass was disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: tur y set bypass is disconnected.

Event description:
It was reported that bd¿ IV set tur y-tube bypass was disconnected. This occurred on 3 occasions during use. The following information was provided by the initial reporter: tur y set bypass is disconnected.

Manufacturer narrative:
H.6. Investigation: no sample was returned to sbdm, lot number is 6903181. Tensile strength test for house samples: sbdm conduct tensile strength test for house samples which were under similar using condition of customer. Test 1: tur y-tube bypass tube tensile strength test in tube connection (spec.: ¿ 2.5kgf): test 2: tur y-tube bypass tube tensile strength test in cis connection point (spec.: ¿ 2.5kgf) from both test, the tensile strength test for both sides, tube connection & cis connection point, of house samples, are within specification. (¿ 2.5kgf) house sample inspection: sbdm inspected 9 samples from lots 6903021, 6903181 and 6904151, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 6903181, no abnormality observed. Customer complaint record review: sbdm reviewed customer complaint record, there is no same complaints from other customers. Root cause: no sample was returned to sbdm. Using house sample, sbdm conducted inspection for tensile strength test. According to the tensile strength test for both sides, tube connection & cis connection point, by house samples, all samples are in spec. (¿ 2.5kgf). Sbdm did visited customer for detail investigation with bd person. It was discovered that the tur y set bypass was disconnected when the tur y set is twisted on actual customer`s field. Sbdm will work with supplier to enhance tensile strength even current bypass is in spec h3 other text : see h.10